Event description:
It was reported that the customer delivered a second bolus they did not need. The customer's blood glucose (BG) level subsequently decreased to 50 mg/dL. Customer consumed glucose tablets to address BG. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.